Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received six radio frequency pic failed self test alarms. Customer's blood glucose was unknown. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal. No alarm noted during testing. The blood glucose meter communicated properly. No communication anomaly. The pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement were normal. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and broken belt clip slot.